Event description:
The customer reported a blue cleaner fluid leak of approximately 2ml from pinch valve vl107a on a coulter lh 780 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/06/2015 and found a hole in the brown stripe round tubing through vl107a. The fse replaced the brown stripe round tubing through vl107a to repair the leak. The repairs were verified per established service procedures. (B)(4).